Event description:
It was reported that during an anterior lumbar interbody fusion, alif, level l4-5 procedure the surgeon was using the awl and the tip broke off where the tip meets the base of the shaft. Surgeon removed all pieces, selected another awl and completed the procedure. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. No failure was detected and the complaint is invalid from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the product development evaluation reported the awl is intended to be used through the threaded drill guides to perforate the cortical shell of the vertebral body. The awl may also be driven through the drill guide applicator to ensure tissue protection. It was determined that excessive off-axis loading may result in breakage and this is likely the cause of the breakage in this complaint. Therefore, the complaint is invalid from a design standpoint. Placeholder.